Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon alleged the navigation system was inaccurate. No specific amount of inaccuracy was reported. The surgeon re-registered the patient and completed the procedure with the use of the navigation system. There was no impact on patient outcome.